Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10, h3, h6 plant investigation: three companion devices with original packaging were returned to the manufacturer from the customer and a physical evaluation was performed. The companion samples were visually inspected. The devices were acceptable and no damages were observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the testing period. The reported condition was unconfirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak while hanging the drain bag on towel bar after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is a pin hole on the cassette. The patient followed up with their peritoneal dialysis nurse (pdrn) and was advised to start an emergency antibiotic treatment. The drain was stopped and the bag still had a small amount of fluid inside. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cassette. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, which was a three day dose of levofloxacin. Pdrn stated the levofloxacin was a part of patient¿s peritonitis kit. The peritonitis kit is a prophylactic measure. There is no indication that the patient had peritonitis. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient cycler is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.